Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the drain, not including initial drain. Homechoice apd systems patient at-home guide. Section 12.4 "drain phase" on page 12-9 warns that "bypassing the drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation". If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 20:33:20. During night drain cycle two, the patient's ultrafiltration reading was 1393ml, indicating the home patient (hp) drained 1393ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.